Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the failed self test was verified to be caused by a defective battery interconnect board. The battery interconnect board was replaced to resolve the problem. Further testing of the battery interconnect board confirmed failure and found contaminated pins. The board was scrapped. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.